Manufacturer narrative:
Exact date unknown, event occurred a few months ago.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned since it was kept by the medical facility.